Manufacturer narrative:
Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the reported complaint. The device was serviced and tested before returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by a third party service center, an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.